Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the electrode belt failed an ECG fall-off test. The cause the failure was isolated to the electrode belt ECG "c&d" cable. The cable was not fully plugged into connector j704 on the distribution node pca. The root cause for the unplugged cable was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.